Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no reported impact to the customer¿s blood glucose level. Technical support provided the customer with instructions for resetting the pump, and after the reset, the error code did not reappear. The patient acknowledged that they would know if the issue was resolved in 20 minutes and declined a follow-up call.